Event description:
It was reported the patient reported an increase in pain early last week. An x-ray was performed, and the healthcare professional (hcp) determined the catheter had come out of the intrathecal space/dislodged. The distal/spinal segment of the catheter was revised and replaced on (B)(6) 2015. The pump was used to deliver clonidine and dilaudid. The dose of the main drug (dilaudid) which was reduced from 8 mg/day to 5 mg/day after the revision. The patient's personal therapy manager (ptm) dose was kept at 0.6 mg but increased from 5 boluses/day to 8 boluses/day. On (B)(6) 2015, the nurse practitioner reported the patient was doing much better and was leaving the hospital with the pump at a rate of 4 mg/day.

Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2015, product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information later received reported the patient had fallen a few times and that was why the catheter had dislodged. The catheter was disconnected. The patient stated they fell due to a sunken living room at her sibling's house and because they were in a wheelchair. The catheter was replaced and since things were going well.